Event description:
Additional information was obtained that the patient had their settings adjusted, frequency, to help with the increased seizures and this was for patient comfort only. The patient& physician then indicated that the seizures were not vns related but related to the patient& living situation and anxiety and the increase was not above pre-vns baseline levels. The reported migration was noted to be minimal, about 1-2 centimeters in the pocket.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported device migration and an increase in seizures related to the migration possibly damaging her leads. It was then noted that the patient was seen in clinic and adjustments were made, but what type of adjustments was not provided. No other relevant information has been received to date.